Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had problems with his bolus wizard. The blood glucose was 367 mg/dl and 115 mg/dl. Customer states parameters were entered correctly but correction bolus was incorrect. The customer reported that insulin pump did not make correct calculations based on information entered. The customer advised the insulin pump will need to be replaced. The customer reports the insulin pump not giving him a correction bolus. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches. (B)(4).